Event description:
The following is based on medical records (operative report) provided by the pt's attorney: (B)(6) 2007 - pt underwent a stamey urethropexy and cytoscopy and was implanted with multiple devices including a bard flat mesh. The operative report notes that during this procedure there was penetration of the bladder with a stitch on the pt's left side. This was a two part procedure and following mesh placement a hysterectomy was performed. The following was reported to davol by the pt's attorney: it is alleged on (B)(6) 2007, the pt was implanted with a bard flat mesh (marlex) through the vaginal wall during a stamey urethropexy and cytoscopy, due to a history of urinary stress incontinence. The attorney's report alleges permanent injury, nerve damage, pain and suffering, additional medical and surgical intervention, defective mesh.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The operative report provided by the pt's attorney indicated that the pt was implanted with multiple devices including a bard flat mesh on (B)(6) 2007, to repair urinary stress incontinence. No specific device failure has been alleged and the medical records provided included only the operative report for the implant procedure. We have contacted the initial reporter to request additional information and if available, to request return of the device for eval. A manufacturing review was performed and found no evidence of manufacturing related cause for the alleged event. This MDR includes all pt, event and device information davol has received to date. If additional event and/or eval information is obtained, a follow-up MDR will be submitted.